Manufacturer narrative:
Updated h3: device evaluated by manufacturer updated h6: investigation findings (c) updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the facility, on (B)(6) 2025, the clamp did not tighten as expected and seemed like it was not on the correct threads, "so the two edges of skin were not adequately crushed to achieve hemostasis." The provider and the nurse attempted to tighten the clamp and "it would no longer turn" and they believed it had reached full compression. The clamp was left in place for a standard of 5 minutes, it was very difficult to remove, and the "newborn experienced bleeding upon removal. The wound continued to bleed, requiring the provider to suture the skin edges together" along "the entire circumcision site." Per the facility, "surgical gauze was also used to help control the bleeding" and the "procedure required significantly more time than usual to complete. The infant was fussy was and required extra doses of glucose to remain calm during the procedure." The procedure was completed. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, the clamp did not tighten as expected and seemed like it was not on the correct threads, "so the two edges of skin were not adequately crushed to achieve hemostasis."